Event description:
It was reported to boston scientific corporation that a hedgehog dual-end brush was used during scope cleaning on (B)(6) 2021. According to the complainant, the bristles of the hedgehog dual-end brush were found on the scope after brush cleaning and prior to going through the reprocessing machine. The bristles were successfully removed from the scope by hand. There was no patient involvement with this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. This is a non-sterile device with no expiration date. Block h6: device code a0401 captures the reportable event of brush bristle detached. Block h10: investigation results: the returned hedgehog was analyzed, a visual evaluation was performed and there were no notable missing bristles. Both brush heads were analyzed and there was no evidence of damaged bristles or damage to the ball tip. Based on all available information and the condition of the returned device, it is possible that the excessive force was used on the brush inside the scope, or it was torqued while in the valve, resulting in bristles to become stuck and be removed. The investigation concluded the most probable cause is unintended use error caused or contributed to event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. This is a non-sterile device with no expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end brush was used during scope cleaning on (B)(6) 2021. According to the complainant, the bristles of the hedgehog dual-end brush were found on the scope after brush cleaning and prior to going through the reprocessing machine. The bristles were successfully removed from the scope by hand. There was no patient involvement with this event.